Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower bioid was not working and it requires maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, the malfunction resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was broken. A field service engineer found intermittent issues with the bio ID and reset the usb cables and driver in windows administrator. Performed a proper reboot, after which the bio ID came back online; customer successfully tested multiple logins. The system functioned as intended after the field service engineer resolved the device.